Event description:
Boston scientific received information that at a follow-up appointment the monitoring voltage was 2.62v and the charge time was 17.4s. Three months later, the charge time was 16.9s and the monitoring voltage was 2.6v. The physician noted that this was an excessively long charge time and the patient experienced some syncopal episodes as a result. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Information was later received that this device was explanted due to an upgrade. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.